Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to motor error alarm. Device received with cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error and no delivery alarm. Customer stated they were not able to successfully clear the alarm and were not able to complete rewind. Customer stated that insulin did not exited during 5 unit fixed prime or fill cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.